Manufacturer narrative:
Product ID: 3889-28 lot# va0224q, implanted: 2012 (B)(6), product type lead product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Event description:
It was reported that the patient never had therapeutic effect. On (B)(6) 2013 they were in the or revising the lead. They had tried all 4 programs and the patient was not getting any therapeutic effect since two weeks post implant. It was also reported that the lead was replaced. The patient experienced stimulation disappearing. Dislodgement was noted. The patient recovered without sequelae. It was later reported on 2013 (B)(6) that the patient had a lack of effect prior to the revision being done. The revision resulted in the following: the patient was doing very well on program 1 and had a reduction in the following: number and intensity of leaks, nocturia and a decrease in overall frequency. All of the issues prior to revision were resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.